Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component code).

Event description:
N/a.

Event description:
It was reported that display of cs100 intra aortic balloon pump (iabp) was distorted. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: e3.

Event description:
It was reported that display of cs300 intra aortic balloon pump (iabp) was distorted. Incident occurred when they were setting the iabp up to connect the patient. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, e1 (initial reporter, email), g3, g6, h2, (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the dc to ac inverter pcb. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing department received inverter board to ac with a reported unit failure of display data would intermittently disappear. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing department installed inverter board to ac into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. After two hours of run-time, the fat department could not replicate the complaint of display data would intermittently disappear. The board passed testing. Retaining the board in the fat department per procedure number (B)(4). The most probable root cause is component reliability.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: b5, h6 (health effect impact code, component code).

Event description:
It was reported that display of cs300 intra aortic balloon pump (iabp) was distorted. Incident occurred when they were setting the iabp up to connect the patient. There was no patient involved